Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed without incident. Six weeks post procedure the sling was visible through the urethra and removed. The pt remains continent. No details were available regarding pt risk factors. Risk factors such as obesity, diabetes, and immunocompromised pt's can be predisposed to infection. However, without further details the co cannot determine the exact cause for this event.'

Manufacturer narrative:
Date MFR initially forwarded report to FDA.